Event description:
It has been reported to philips that there was a problem with geometry movement. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry movement network issue and control panel was not functioning. Analysis of the system log file showed that the geometry restart happened with network conflict. The philips engineer advised the user to remove hospital internet and observe and reload the software, if required. During troubleshooting, the fse found that the system ip had conflict. The fse made changes in ip. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.